Event description:
The pt reportedly developed swelling at the implant site. Swelling was being managed medically. On (B)(6) 2013, a revision surgery was performed and the pt's device was explanted due to the presence of pus. Reimplantation will be considered at a later date. Advanced bionics is in the process of gathering further info. Once add'l info is received, a f/u report will be submitted.